Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing and removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, user technique, and/or damage to the catheter or guide wire. Factors that may contribute to irregular texture or appearance of the welds include, but are not limited to, manufacturing, material properties, damage to the welds, or exposure to the elements during storage. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty encountered during advancement and removal of the guide wire. Additionally, a cause for irregularities in the welds appearance and texture cannot be determined due to not having the device for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that an angioplasty was performed to treat a lesion in the left anterior descending (lad) coronary artery with none tortuosity and none calcification. The 3cm hi-torque 014 bmw hydro guide wire was introduced with a 2.0x15mm non-abbott balloon and at the distal part of the guide the non-abbott balloon became stuck and could not advance further. Both devices were removed together. Another hi-torque 014 bmw hydro guide wire was introduced with a 1.25x15mm non-abbott balloon; however, encountered the same issue and were removed. It was noted that the distal welds of the guide wires were more evident visually and to the touch. Another hi-torque 014 bmw was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional hi-torque 014 bmw hydro 3cm j (sngl) device referenced in b5 is filed under separate medwatch report number.